Manufacturer narrative:
The device was returned to resmed and an evaluation did not confirm the reported device did not power on. During evaluation of the device, the device failed to complete its internal self test. An internal inspection of the device found contaminants within the pneumatic block. The main circuit board and pneumatic block were replaced to address the failed internal self test. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed an astral device did not to power on. During evaluation of the device, the device failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.